Event description:
Procedure: hemi-colectomy. Pt sex:unk. Reportedly, the device did not seal before the cut was made. The dr sutured to finish the case. There was blood loss and the ileocolic artery and surrounding tissue bundle were involved.